Event description:
Customer cannot calibrate the meter anymore. She stated that customer inserted the calibration chip but the system immediately turns-off. Customer replaced the batteries but this did not help. While on the phone a review of the system was attempted. The correct insertion of the batteries was reviewed. When the system was activated it was learned that the "hundreds and tens units" were incomplete. A request was made to return the system for evaluation and in the meantime a replacement unit was provided.